Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin broke, and the recharger and ins were dead. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
Product ID 37761 serial# (B)(4) product type recharger product ID 37761 serial# (B)(4) product type recharger product ID 97754 serial# (B)(4) product type recharger information references the main component of the system and other applicable components are: product ID 37761 serial# (B)(4) product type recharger product ID 37761 serial# (B)(4) ubd:, product ID 37761 serial# (B)(4) product type recharger product ID 37761 serial# (B)(4) ubd: , analysis of the desktop charger (dtc) (serial #(B)(4)) revealed evidence of connector pins were broken. All patient codes apply to the implantable neurostimulator. All previous codes that applied to charger# (B)(4) also apply to charger# (B)(4) - and device code (B)(4), (B)(4), and (B)(4) apply to both desktop chargers ((B)(4) and (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the recharger was not charging, and that the screen showed it needed to be plugged in even when it was. It was noted the cord seemed fine, but the connector pin was broken and "a little wiggly". No out of box failure was reported. They called back again 2018-06-04 after the replacement desktop charger was sent to say the recharger was still not working, but when plugged into the wall they did see the recharger battery charging screen. It was reviewed that this was the expected screen, and when it was done charging they could start a charge session with the patient's implant. The caller called back and left 3 voicemails on 2018-06-13 stating the patient's implant was still not working even after receiving the 2 replacement desktop chargers. The patient was in pain and it needed to be resolved. It was noted they wanted a replacement recharger as it looked like the recharger was not charging or had electricity going into it. A replacement recharger was sent. No further complications were re ported or anticipated.